Manufacturer narrative:
The device was returned deployed with the cannula torn off. The cause and timing of the damage could not be conclusively determined. Using a syringe with colored fluid, fluid injected into the device and was able to pass through the fluid path and out the torn end of the soft cannula. No damage was found on the bottom housing that would indicate the bottom housing interfered in the needle deploying. The downloaded data returned an 0x18 alarm, indicating that ¿pod has reached empty reservoir¿. The reservoir was observed to be empty and he device ran for 3850 pulses before alarming and deactivating. No other damages or defects were found on the device during the investigation and the device was found to function properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.